Event description:
It was reported that stent migration occurred. The target lesion was located in the iliac vein. After intravascular ultrasound (ivus) confirmation, a 22x70/10fr uni plus 75cm wallstent endoprosthesis was deployed for treatment. However, after balloon dilation, the stent slightly migrated down towards the common iliac. A second stent was deployed to cover the whole area and the procedure was completed successfully. No patient complications were reported.